Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that patient's device was not working and that it had been implanted last week. If additional information is received, a follow up report will be sent.